Manufacturer narrative:
At this time, no product has been received for evaluation. As such, the complaint could not be confirmed. Without the return of the product, a definitive root cause cannot be determined for this complaint. However, a potential cause for the user issue is excess force applied to the catheter. An example of this is excess pressure generated by flushing. The instructions for use include guidance that can help the user to mitigate risks associated with the application of excess force on the catheter such as, "syringes smaller than 10 ml can generate high pressure (greater than 40 psi) capable of rupturing the catheter," "never use force to flush the catheter if resistance is met," and "do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
Tip of PICC line in left arm measured to be at t7. Notified nnp of placement of PICC and ordered to pull line back by one cm. Dressing removed via sterile technique and line adjusted per nnp order. PICC line redressed and t tube changed using sterile technique. Attempted to flush PICC line with pulsing method. Small amount of resistance met followed by rupture of PICC line in between hub and t tube connection site. Notified and ordered to replace PICC line at this time. PICC line removed and measured to be at 27 cm total.